Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-14013, related manufacturer reference number: 2017865-2025-14014. It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The redness and discoloration on the skin was noted above the pacemaker. The pacemaker was explanted and replaced. The right atrial (ra) lead and right ventricular (rv) lead were not extracted. The patient was in stable condition throughout the procedure.